Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) USA alleging that her onetouch ultra 2 meter was reading inaccurately high compared to feelings/normal results. The complaint was classified based on customer service representative (csr) documentation. The patient stated she was unable to remember when the alleged meter issue began, she stated that she obtained a blood glucose result of ¿300 mg/dl¿ on the subject meter compared to feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with insulin (self-adjuster), and in response to the alleged inaccurate high she administered insulin based on her sliding scale. The patient reported that ¿an hour or so¿ after the alleged inaccurate result, she developed symptoms of ¿lightheaded, cold and sweaty¿, which she associated with a ¿low blood sugar¿. She denied receiving or requiring any treatment for the alleged inaccurate results at the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure. The test strips were stored correctly and had not expired. Csr noted the patient had no control solution. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.